Event description:
Major pump unit(s) involved: blood pump. Additional text: inlet cannula. Specific component(s) involved: pump drive unit malfunction. Additional text: inlet cannula obstruction. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s0 involved: pump drive unit malfunction